Manufacturer narrative:
D4 UDI no. - not required for this product. The actual device was discarded by the user facility. Thirteen retention samples were functionally tested for bonding strength between the cannula and the hub. The retention samples were confirmed to meet manufacturing specification. A resistance to breakage test was performed on the retention samples. All samples were confirmed to meet manufacturing specification. The qa in-process inspection for the reported lot revealed no defects. Additionally, final inspection after sterilization revealed that the complaint lot met manufacturing specification. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete. For this reason evaluation code 20 was used in the conclusions section of h6. Terumo medical products (tmp) registration no. 2243441 is submitting this report on behalf of terumo europe n.v. (Manufacturer) registration no. 9681413. Exemption number e2015027. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device discarded

Event description:
Our customer ((B)(4)) reported a market complaint in which the needle detached from the hub after injection. Follow up communication with the user facility reported the following information: the syringe was pulled out after injection and the needle remained stuck in the patient's abdomen; the needle was immediately removed separately by hand; the injection was completed and the patient received the intended injection amount; and the patient was not harmed.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide additional information. There were no critical technical or maintenance interventions during the production period in question. The related detection system was verified to be properly functioning during the production of the involved batch and it did not demonstrate any increased yield loss. Based on the batch record review, which included all in-process controls and final inspection results, further functional testing on retention samples and a production based investigation, we cannot confirm a root cause related to our production activities. There is no evidence that this event was related to a device defect or malfunction and the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.